Event description:
Complainant alleged that the clinicians were attempting to monitor a pt (age and gender unk), but the device displayed dotted lines. The clinicians then obtained another device to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.